Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral customer lasik treatment. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00062. Postoperatively this patient exhibited an overcorrection in the right eye. Surgeon stated there was a little haze present at the latest post-op exam. The surgeon also stated he may enhance the patient cautiously, but only at the patient's request. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verifications was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.